Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that customer was experienced high blood glucose. The customer¿s blood glucose level was 417 mg/dl. The customer was treated with insulin pump. Customer also reported that whole insulin pump was hot and troubleshooting was performed. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with high active current measurement, problem isolated to electrical board. Insulin pump passed displacement test, sleep current measurement and self test. Insulin pump was monitored and tested with no device heating up noted. Insulin pump received with corroded battery tube noted.